Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the patient experienced blood glucose of hi on the meter (over 600 mg/dl) without any symptoms. The family member reported that the patient woke up to find the pump was suspended. The family member stated that she thought the patient accidentally suspended the pump as this could have happened by the way the patient wears the pump in pocket when sleeping. The family member confirmed that the keypad is intact and all buttons are responding appropriately. Customer support advised the family member to lock the pump when the patient wears the pump in pocket. This report was made based on the allegation that the patient experienced hyperglycemia after the pump suspended without user intervention.